Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 17-sep-2025, the user¿s granddaughter reported elevated blood glucose (bg) readings of 324 mg/dl on the ilet and 379 mg/dl by fingerstick. The user, wearing a freestyle libre 3 plus continuous glucose monitoring (cgm), was advised that sensor inaccuracy outside the 12-hour window may indicate a need for replacement. The user had completed a supply change earlier in the day and ate without announcing the meal. The agent emphasized the importance of meal announcements to prevent under-dosing insulin and advised monitoring bg, staying hydrated, and rechecking in 1.5 hours. The highest blood glucose (bg) recorded was 379 mg/dl. Bg was corrected through the ilet algorithm and hydration. No symptoms were reported, and no medical intervention was required at the time of call.